Event description:
It was reported an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 557 mg/dl. A manual injection was administered to address elevated bg. Reportedly, customer reverted to an alternate form of insulin therapy and reported they would change the pump supplies, and "resume insulin when ready".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.